Event description:
The customer reported that the system would shut down during a procedure and display a unable to merge images error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the interconnect cable and tightened the connection in the plug and adjusted the monitor support. The system was tested and found to be working as intended and put back in service.